Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the distal tip of the bronchovideoscope would not return to a safe angle when the angulation lever was released. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the bending section was damaged by irregular stress applied to the bending section; however, a definitive root cause could not be determined. The event can be detected and prevented by following the instructions for use: -bf-290 series operation manual chapter 3 preparation and inspection 3.3 inspection of the endoscope _inspection of the bending mechanisms. Olympus will continue to monitor field performance for this device.